Manufacturer narrative:
(B)(4). The customer reported the device would not power up and the ac power module connector pulled out. There was no reported adverse pt impact. The ac power module was not available for eval. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module where the connector pulled out that prevented the device from powering up.

Event description:
The customer reported the device would not power up and the ac power module connector pulled out. There was no reported adverse pt impact.